Manufacturer narrative:
Date rec¿d by MFR : 16may2019. Updated reporter occupation the customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the unit is plugged into ac power, the battery indicator is not illuminated. The customer replaced the power management board; however, the issue persisted. The fse provided the customer with part information for the power supply and central processing unit (cpu) a follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared a battery failure alarm a day after replacing the battery. There was no patient involvement. Event date not specified: estimate used.